Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. However, the device logs from the reported incident were provided. Review of the device logs indicate that the reported malfunction was due to the user performing CPR during active ECG analysis. Evidence in the log suggests that the device performed to specification. Analysis for reports of this type has not identified an increase in trend.